Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular lead exhibited noise oversensing and varying pacing impedance. Externalized conductors were also noted on the lead from x-ray. The lead was explanted and replaced. The patient was stable.

Event description:
New information received noted that high capture threshold was noted on the lead.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed. The reported events of noise oversensing, varying pacing impedance and high capture threshold were not confirmed. As received, a partial lead was returned in two pieces. Visual inspection found internal insulation abrasion in two locations breaching the right ventricular and cable lumens between the shock coils and proximal to superior vena cava shock coil. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths which is consistent with procedural damage.